Event description:
Pt fell on patella, did a patellectomy and changed out insert for polyethylene wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.